Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. Boston scientific received information that during a routine follow-up, this rv lead was confirmed via fluoroscopy, to have dislodged. The physician elected to surgically intervene and reposition the lead; however, the lead was unable to be repositioned and was subsequently explanted. The explanted lead was discarded and another lead of unknown manufacture implanted, in absence of any adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The provided event and explant dates are chronologically impossible. Therefore, they will not be included with this report.